Manufacturer narrative:
Operator of device: unknown. Initial reporter also sent report to FDA: unknown. The product is expected to be returned. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump was failing accuracy testing repeatedly for low flow rate. No patient injury was reported.

Manufacturer narrative:
Additional information received by smiths medical/ICU on (B)(6) 2022 via email and attached to complaint object: no patient involvement. The issue was found during testing.